Event description:
It was reported that during a follow up, high capture threshold and a decrease in sensing were observed. The lead was repositioned successfully.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.